Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter had a hole in it. An angiojet solent proxi was selected to treat the lesion however, it was noted that there was a hole in the catheter and it wouldn't prime. The device never entered the patient and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an angiojet solent proxi thrombectomy system. Visual and tactile examinations showed that there was a break in the hypo tube approximately 42cm from the hub of the catheter. The thrombectomy system was inserted in to the ultra console for functional testing. The solent proxi would not get into priming mode and observed that it was leaking from the break in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter had a hole in it. An angiojet solent proxi was selected to treat the lesion however, it was noted that there was a hole in the catheter and it wouldn't prime. The device never entered the patient and the procedure was completed with another of the same device. No patient complications were reported.